Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the user interface pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly, however further cause could not be determined.

Event description:
The customer contacted physio-control to report that their device white screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.